Manufacturer narrative:
The investigation of the complaint has been completed. No device logs were received. Our field service engineer(fse) confirmed that the compressor mini was not turning on, or building pressure. He replaced the motor/compressor unit and verified that the compressor mini operated correctly. The returned motor/compressor unit was tested in a test bench. When connected to ac mains, the compressor motor was making a humming noise but didn't start. Electrical measurements on the motor capacitor showed that it was defective. The motor capacitor was replaced. When the compressor motor was reconnected to ac mains, the compressor generated compressed air. Our conclusion in this matter is that the returned motor capacitor was defective. Why the motor capacitor failed has not been established from this investigation.

Event description:
(B)(4).

Manufacturer narrative:
December 04, 2015 01:53 pm (gmt-5:00) added by (B)(6): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported by our sales and service unit that the compressor failed to generate pressure during a demonstration of the device. There was no patient involvement. (B)(4).